Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt felt and believed the flow rate increased and decreased randomly throughout the day. It was also noted that the pt heard an alarm once but has not heard it again; this was not confirmed by telemetry. The pt reported that what she heard did not sound like those alarms played to her.